Event description:
The customer reported that she was hospitalized due to high blood glucose levels and large ketones. The reported blood glucose reading was 785 mg/dl. The customer stated that she woke up with a blood glucose of 400 mg/dl. The customer bolused for her blood glucose, and an hour later she was at 500 mg/dl. The customer stated that she changed the entire infusion set at the time, but continued to experience high blood glucose levels. The customer did not have the tubing clamp at the time of the call, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.